Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was lost when "shaking the camera cable." The problem, as reported to olympus, was identified during preparation for use for a laparoscopic surgery procedure. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct section h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the fact that the video function is not functioning properly suggests that the cable or ccd (charge-couple device) may be malfunctioning. It is possible that the failure of the cable or ccd caused the video function not to function properly and the phenomenon occurred. Olympus will continue to monitor field performance for this device.